Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so, after which the malfunction code did not reappear. The customer was advised to continue using the pump and to contact support again if any further malfunctions occurred.